Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device has not been returned; the reported event could not be confirmed. The causes of the event could not be conclusively determined from the reported information. D. Suspect medical device brand name: pipeline flex with shield technology model number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion of a cerebral aneurysm. It was reported that during the procedure, the pipeline flex did not open in its proximal section. Multiple attempts were made to open the proximal section including "massaging" the device with the catheter. The device was withdrawn from the patient through a "capture loop." It was reported that due to the extended surgical time (four hours) and manipulation, thrombus formation occurred in the middle cerebral artery (mca). The patient reportedly experienced ischemia two weeks later. The patient was last reported to be in good clinical condition.